Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the silicone segment after initiating parental nutrition. The was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the set leaking at the silicone pumping segment was confirmed. Visual inspection of the set observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0231 inches long. Visual examination under magnification noted no crush mark to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The root cause of the leak was a tear in the silicone segment. The cause of the tear was not determined.